Event description:
During a remote follow-up, episodes of noise that led to oversensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.